Manufacturer narrative:
Eval summary: as returned, the nail cap has scratches noted circumferentially around tip and damage in thread portion. Surgical technique used is unk. One of the probable cause could be that the nail cap may not have been properly tightened into the nail; however, this cannot be confirmed with available info. There is insufficient info provided to determine the root cause of the reported event. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon could not lock the itst nail cap to the end and used another one. Surgery was delayed by 30 mins.